Event description:
It was reported that stent damage occurred. A 2.50 x 24mm synergy xd drug-eluting stent was advanced to treat the lesion. However, the device was failed to cross the lesion and it was noticed that the distal edge of the stent was lifted when removed from the patient. The procedure was completed with another of same device. There were no patient complications nor injuries reported.